Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: performance data was collected from the device and analyzed. The save to disk primary finding noted the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor on (B)(6) 2013. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Three ventricular non-sustain tachycardia (v-nst) =130 ms on (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Weekly pace lead trend data show various spike decreases for min ventricular pace bi impedance = 494 to 228 ohms minimum between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert due to oversensing and non-sustained episodes with noise. The lead remains in use for continued evaluation. No patient complications have been reported as a result of this event.

Event description:
It was further reported that transmission information showed the rv lead had fluctuating impedances. The lead was explanted and was replaced.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The primary analysis finding noted no anomalies were found. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.